Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), menorrhagia ("prolonged menses"), alopecia ("hair loss"), fatigue ("fatigue"), medical device pain ("pain from migrated inserts"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent salpingectomy with removal of the. Essure devices.). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, alopecia, fatigue, medical device pain, dyspareunia, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, medical device pain and menorrhagia to be related to essure. The reporter commented: over the next several months patient sought treatment on multiple occasions for symptoms severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, hair loss, fatigue, pain from migrated inserts, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2016: migration of the essure device following the requisite time period after implantation of essure patient had a hsg test. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera), metoclopramide (reglan) since 2008, pantoprazole (protonix) since 2008 and zolpidem tartrate (ambien) since 2008. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), medical device pain ("pain from migrated inserts"), anxiety ("anxious"), depression ("depressed"), cyst ("cyst") and pain ("sharp pains if you move too quickly one way or another"). The patient was treated with surgery (underwent salpingectomy with removal of the essure devices) and surgery (cyst removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, alopecia, fatigue, medical device pain, dyspareunia, anxiety, depression and pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, medical device pain, menorrhagia, pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months patient sought treatment oin multiple occasions for symptoms severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, hair loss, fatigue, pain from migrated inserts, and dyspareunia, among other symptoms. Both fallopian tube implants noted to be present in the lower pelvis. One of my ovaries was attached to both my colon and my abdominal wall diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Ultrasound scan - in (B)(6) 2016: migration of the essure device. Following the requisite time period after implantation of essure patient had a hsg test. Concerning the injuries reported in this case, the following ones was reported via social media: cyst and sharp pains if you move too quickly one way or another. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera), metoclopramide (reglan) since 2008, pantoprazole (protonix) since 2008 and zolpidem tartrate (ambien) since 2008. In 2013, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), medical device pain ("pain from migrated inserts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (underwent salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, alopecia, fatigue, medical device pain, dyspareunia, anxiety and depression outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, medical device pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months patient sought treatment oin multiple occasions for symptoms severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, hair loss, fatigue, pain from migrated inserts, and dyspareunia, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Ultrasound scan - in (B)(6) 2016: migration of the essure device . Following the requisite time period after implantation of essure patient had a hsg test. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received. Reporter added, events abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), pain, lower quadrant pain, perforation (fallopian tube) were added. Essure lot number added, event outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device/perforation (fallopian tube)'), genital haemorrhage ('heavy bleeding') and cyst ('cyst') in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera), metoclopramide (reglan) since 2008, proton pump inhibitors since 2008 and zolpidem tartrate (ambien) since 2008. In 2013, the patient experienced menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), medical device pain ("pain from migrated inserts"), anxiety ("anxious"), depression ("depressed"), cyst (seriousness criterion medically significant), pain ("sharp pains if you move too quickly one way or another") and adhesion ("one of my ovaries was attached to my both colon and abdominal wall") and was found to have weight decreased ("weight I lose"). The patient was treated with surgery (cyst removed and underwent salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, alopecia, fatigue, medical device pain, dyspareunia, anxiety, depression, pain, weight decreased and adhesion outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered adhesion, alopecia, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, medical device pain, menorrhagia, pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: over the next several months patient sought treatment oin multiple occasions for symptoms severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, hair loss, fatigue, pain from migrated inserts, and dyspareunia, among other symptoms. Both fallopian tube implants noted to be present in the lower pelvis. One of my ovaries was attached to both my colon and my abdominal wall diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: total bilateral occlusion. Ultrasound scan - in (B)(6) 2016: results: migration of the essure device. Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test. Concerning the injuries reported in this case, the following ones was reported via social media: cyst, sharp pains if you move too quickly one way or another and weight decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: social media received- new event weight I lose was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera), metoclopramide (reglan) since 2008, pantoprazole (protonix) since 2008 and zolpidem tartrate (ambien) since 2008. In 2013, the patient experienced menorrhagia ("prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("menstrual pain"), fatigue ("fatigue"), medical device pain ("pain from migrated inserts"), anxiety ("anxious"), depression ("depressed"), cyst ("cyst") and pain ("sharp pains if you move too quickly one way or another"). The patient was treated with surgery (underwent salpingectomy with removal of the essure devices) and surgery (cyst removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, alopecia, fatigue, medical device pain, dyspareunia, anxiety, depression and pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, medical device pain, menorrhagia, pain and vaginal haemorrhage to be related to essure. The reporter commented: over the next several months patient sought treatment oin multiple occasions for symptoms severe menstrual pain, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, hair loss, fatigue, pain from migrated inserts, and dyspareunia, among other symptoms. Both fallopian tube implants noted to be present in the lower pelvis. One of my ovaries was attached to both my colon and my abdominal wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion ultrasound scan - in (B)(6) 2016: migration of the essure device following the requisite time period after implantation of essure patient had a hsg test. Concerning the injuries reported in this case, the following ones was reported via social media: cyst and sharp pains if you move too quickly one way or another. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New events added- cyst and sharp pains if you move too quickly one way or another. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.